Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to encoder signal out of phase. The displacement test could not be performed or the motor position encoder error alarm verified due to motor error alarm. The device also had cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, scratched reservoir tube window and stained end cap sticker. No unexpected check settings alarm noted.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and then motor position encoder error. The blood glucose at the time of the incident was 162 mg/dl. The customer stated that the device was dropped and also exposed to an MRI. Customer does use the sensor feature and was able to rewind. He was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.